Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a piece of sponge clogged in channel resulting in the foreign material could be removed by inserting instruments into channel. Additionally, the user did not use sponge, therefore the origin was unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection shows how to detect the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the suction channel on his olympus evis exera iii duodenovideoscope was jammed due to the biopsy channel having pieces of sponge material stuck inside of it. According to the initial reporter, the sponge portions were removed using the biopsy forceps. Reportedly, this incident occurred during therapeutic erc procedure. It was confirmed completed by changing out the scope without only a 5-minute delay and no patient harm. The initial reporter also confirmed that the subject device was inspected externally and tested prior to use.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation there was no sponge material found. However, the unit sustained notable wear and tear. The angle wire was elongated and caused the bending angle to fall out of specification. The adhesive on the distal end was detached. The connecting tube was scratched. The protector was dirty, and the adhesive around the light guide lens was worn. If additional information becomes available following the device evaluation, a supplemental report will be filed.